Event description:
It was reported to boston scientific corporation that during a contour vl ureteral stent removal procedure, the stent separated into three pieces. Two pieces of the stent were removed the day of the procedure and the last piece of the stent was successfully removed from the patient on (B)(6), 2012. The stent was removed using a tricep tool through the scope and a laser to break the encrusted stone. The patient remained stable and no portion of the stent remains inside the patient. The stent had been indwelling for four months prior to this removal procedure. The patient is reportedly (B)(6).

Event description:
It was reported to boston scientific corporation that during a contour vl ureteral stent removal procedure, the stent separated into three pieces. Two pieces of the stent were removed the day of the procedure and the last piece of the stent was successfully removed from the patient on (B)(6) 2012. The stent was removed using a tricep tool through the scope and a laser to break the encrusted stone. The patient remained stable and no portion of the stent remains inside the patient. The stent had been indwelling for four months prior to this removal procedure. The patient is reportedly over age 18.

Manufacturer narrative:
Narration should read, "two pieces of the stent were removed the day of the procedure and the last piece of the stent was successfully removed from the patient on (B)(6) 2012." A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. Analysis of the returned contour vl ureteral stent revealed that the stent was kinked along the shaft, with calcification and was cut into two sections. Additionally, the body appeared stretched. Most likely, unstated procedure and possibly clinical factors may have contributed to the stent detached, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.